Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo lesion in the mid right coronary artery. It was attempted to treat the lesion with an unspecified balloon but the vessel ruptured. A 3.50x19mm rx graftmaster was then used but failed to cross due to the anatomy. The rx graftmaster was removed and another balloon was used to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.